Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump was completely broken. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received completely destroyed. The pump had missing retainer, damage case at the reservoir tube lip, pushed in display window, broken display window, scratched case, missing bottom cap, cracked lcd glass, damage electronic assembly and a missing motor assembly. Unable to perform the functional testing due to complete destruction of the pump. The test p-cap and reservoir will not lock in place in the reservoir compartment due to missing retainer.